Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the some of the pad printing peeled off the proximal end of the tube extension. The evidence was inconclusive, but the pad printing removed damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that the monopolar curved scissors instrument insulation was noted to be torn after a da vinci hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.